Event description:
On (B)(6) 2012, the reporter contacted animas alleging that for the past two weeks the buttons have been sticking and today the button stuck and the screen would not change from the home display. The ok button is the worst. The reporter denies trauma to the pump; not exposed to water; keypad is intact no tears or holes. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be torn on the side near the up arrow keypad button. All of the keypad buttons have intermittent response when pressed. None of the keypad buttons have normal spring back or click. The keypad cover was removed for investigation and revealed evidence of keypad contamination under all the button contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.